Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline became stuck during retrieval. The patient was undergoing treatment for an unruptured aneurysm located in the right internal carotid artery. The patient's vessel tortuously was moderate. It was reported that the pipeline flow diverter was implanted, but after release the delivery wire could not be retracted through the microcatheter. It seemed that the wings did not "fold in", preventing retraction through the microcatheter.. The entire system was removed. The pushwire was not rotated during removal. There was no damage to the catheter. The patient did not experience any injury or complications. Angiographic results post procedure showed that the procedure was successful. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a headway 27 microcatheter.

Event description:
Additional information was received stating that no causes or contributing factors for the event were identified. A continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.